Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient sent email to consumer relations: I had surgery on my l5/s1 disc in 2007 using your charite disc,the results I have had to not come close to the false marketing that were used to promote this device and have cost me my military career. You mislead patients promising a better pain free life and amazing results; to say this product is a failure is an understatement. Johnson and johnson shows no empathy for lives of patients that are no better off or even worse after having this device implanted, and you have yet do anything about it. It seems you have failed to provide all the actual facts to the FDA in order to receive prompt approval. I write to you in such anger and disappoint because my life has significantly been negatively affected by your device and continues to worsen. Case in point, yesterday I found out that the charite device in my spine is failing. It has a possible crack and is severely protruding to on side. I will require a spinal fusion of some sort to correct your failure.